Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a pump reset, after which the error code did not reappear, and the sensor session was successfully started.